Event description:
It was reported that the pt was unable to adjust her stimulation and that an "in the box" icon was displayed on her pt programmer. The MFR rep met with the pt two weeks prior for reprogramming and "things were fine". However, it was noted that the pt experienced the same error code again and needs to meet with the MFR to interrogate with the clinician programmer to reset. No other pt symptoms were reported. Add'l info has been requested, but was not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).